Event description:
A report was received that the pt was experiencing discomfort at the pocket site. The pt's pocket was not fully closed. The physician explanted the ipg and irrigated the pocket, although there was no sign of infection. The pt is reportedly doing well following the procedure.